Manufacturer narrative:
Unable to confirm the serial number.

Event description:
It was reported to philips that the device had a report error. There was no reported patient involvement/adverse patient impact.